Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not hear the sounds on the insulin pump on alerts of highs and lows. The customer's blood glucose level was 262 mg/dl. The customer reported sensor issues. The insulin pump will not be returned for analysis.